Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), and downloaded the latest software version to resolve the issue. The device then passed all testing.

Event description:
It was reported that during patient use, a ventilator display was gray. There was no report of the patient being transferred to another ventilator, and no harm was reported a result of the event.